Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing without duplicating the report. An internal inspection was performed with no discrepancies found including no debris in the flow screens. The device was recertified and returned to the customer. Review of the device activity logs showed that the device was in bi-level mode and several alarms occurred that would indicate for external factors to be checked; such as the patient circuit, exhalation valve and patient connection or the patient themselves. The log does show a self check fault 2001 error which indicates that the communication between the compressor and the smart pneumatic module fails and high pressure 02 is available to provide ventilation. The fi02 was set to 60% and was not adjusted by the user. It is recommended to set the fi02 to 100% to ensure ventilation is being provided. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a self check "compressor fault - 2001" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.